Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were getting in accurate readings of sensor glucose versus blood glucose. The customer experienced high blood glucose level of 418 mg/dl. The sensor glucose value at the time of the incident was not reported. The customer treated with insulin pump. The customer also reported getting inaccurate readings with the sensor. Troubleshooting occurred. The sensor will be returned for analysis.